Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that they were working out 4 weeks ago and they thought they did something to their back because it was spasming for like a week. Patient stated they already have a herniated l5 and s1. Patient stated they did kick boxing for 3 years and lost weight and are now doing weights. Patient stated they had their doctor do an x ray and they couldn't tell if their disk had popped out or now. Patient stated they didn't think this was the issue however because they had this happen in the past and this was different. Patient stated they think the ins had actually shifted which was causing stabbing sensation in the buttock and inside the right hip, down the right leg and all the way up their back. Patient stated it also felt like they had a broken rib. Patient stated they had to sleep a certain way and now sleep on the bottom bunk of a bunk bed so they could pull themselves up. Patient stated the pain started 4 weeks ago and continues to get worse. Patient stated they thought the ins might be sitting on a nerve and they were having trouble walking. Patient stated yesterday ((B)(6) 2023) they went to get into their car and screamed out in pain. Patient stated their current doctor wasn't necessarily familiar with the device. Patient stated they were wanting to know what they can do to help the patient . Patient services reviewed option to turn stimulation off to see if the pain subsides. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue and also reviewed a manufacturer representative (rep) can be there to assist the doctor. Patient services also reviewed info regarding full body MRI eligible devices have been approved and to also discuss this with their doctor.

Manufacturer narrative:
B3: date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.